Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2011. According to the physician, the device was implanted into the patient during a vaginal hysterectomy procedure with solyx sling placement for total prolapse. There were no complications noted with the procedure. In (B)(6) 2012, the patient presented with complaints of dyspareunia. An exam revealed that one end of the sling had eroded through. A small piece was excised. A follow-up visit on (B)(6) 2012, revealed that the patient was healing well with no further complaints, pain or discomfort. The patient was voiding well, and the sling was holding up well. The patient was scheduled for another visit on (B)(6) 2013, but did not show up for the appointment. All other information, including the patient's current condition, is unknown and unavailable.